Event description:
Consumer alleges they received 2nd degree burn - used the cold compress over their shirt (20-30 minutes) on their shoulder. Went to the doctor on 07/28/2000, received cream and pain medication.